Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected health effect, component, and investigation clinical codes.

Manufacturer narrative:
D10: concomitant devices: 02-012-45-6050 - lgc tibial fit tray cem sz 6f / 5t (B)(6). 200-02-38 - three peg patella 38mm (B)(6). 203-96-21 - (11-2714) stryker 2000 90x13/21x 1.9mm (B)(6). A10007 - gps knee implant kit (B)(6). H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 8 years post op initial left tka, this 56 y/o male patient was revised due to a loosening femur. Patient also complained of knee pain. Explanted and revised with competitors device. Patient was last known to be in stable condition following the event. Unknown medical history. No photos or x-rays provided. Product is not being returned due to hospital policy.